Event description:
During a lasik procedure, the flap cut could not be completed due to the failure of a component in the motor of this microkeratome. The flap was replaced and the procedure was rescheduled. There was no report of pt injury.